Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an o3 module in operating room 7 at (B)(6) university mc. During an open heart case, the left channel of the o3 module raised to an rs02 of 99 with no physiological change to the patient. No patient impact or consequences were reported.